Event description:
It was reported that this right atrial (ra) lead exhibited intermittent under sensing. The patient experienced hypotension. Possible inappropriate sensing was reported. An intervention was required for this patient. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.